Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information from a nurse. It was reported the patient's pd catheter was infected and apparently led to a blood infection. Thirty six days later, the patient was discharged from the hospital. The nurse declined to provide any further information.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The cause of peritonitis was unknown. The patient's catheter was removed and the patient is currently on hemodialysis. The patient was recovering.